Event description:
A report was received that the patient is having difficulty charging her implant. X-ray showed that the ipg is flipped in the pocket. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient is having difficulty charging her implant. X-ray showed that the ipg is flipped in the pocket. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient is having difficulty charging her implant. X-ray showed that the ipg is flipped in the pocket. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information indicates that the patient was explanted as the physician believed device to be faulty. The patient is reportedly doing well following the procedure. Device analysis did not verify the complaint, as the depleted battery was charged fully. The last charge attempt by the patient was successful at get a full charge in two cycles. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics. The associated leads were explanted due to lead migration. The devices did not exhibit any anomalies.

Manufacturer narrative:
Additional information indicates that during revision the physician explanted the patient. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with pre-loaded enhanced stylet - 50 cm.